Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and an increase in pacing thresholds. The rv lead and existing pacemaker were explanted and replaced. No additional adverse patient effects were reported.